Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: scaffold thrombosis occurring 1.5 hours post implantation. Optical coherence tomography during follow up intervention showed under expansion and malapposition of scaffold. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, the reported difficulty to deploy (malapposition) and patient effects appears to be related to the circumstances of the procedure. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox referenced, is being filed under a separate medwatch report.

Event description:
It was reported that the elective procedure was to treat an 80% stenosis in the proximal left anterior descending (lad) artery. The patient presented with stable angina. During the procedure, the patient was given aspirin and clopidogrel. Pre-dilatation was performed with a 3.0 x 18 mm non-compliant (nc) balloon, reducing the stenosis to 20%. The 3.0 x 18 mm absorb gt1 scaffold was implanted and post-dilated with a 3.0 x 18 mm nc balloon, reducing the stenosis to less than 10%. There was a good angiographic result. Approximately an hour after the procedure, the patient had a st elevated myocardial infarction (stemi) and scaffold thrombosis was found. Recanalization and thrombus aspiration was performed. Intravascular ultrasound (ivus) and optical coherence tomography (oct) imaging showed overlaying strut apposition. A 3.0 x 38 mm xience prox stent was implanted in the scaffold with a good result. It was further reported that the following day, while still hospitalized, the patient experienced angina and another stemi. Thrombus was found in the xience prox stent which was treated with another 3.0 x 38 mm xience prox stent. The patient was also treated with ticagrelor. The patient was placed in intensive care but is doing fine. No additional information was provided.